Manufacturer narrative:
MDR report # mw5110522 sent to FDA by risk manager on 06/23/2022. No additional information was provided by the reporter. Reporter could not provide the item number or the lot number of the histofreezer product. The reporter was contacted to verify that it was liquid nitrogen that sprayed onto an area surrounding healthy skin as the histofreezer product does not contain liquid nitrogen. If this information cannot be verified by the reporter the final MDR will be submitted within 30 days with no further action required.

Event description:
Oti received mw5110522 from cryoconcept on 07/07/2022. Mw5110522 states that the provider used the freeze product on the patient's left shoulder, the provider stated that the spray applicator malfunctioned which resulted in liquid nitrogen being sprayed onto healthy skin.

Event description:
Oti received mw5110522 from cryoconcept on 07/07/2022. Mw5110522 states that the provider used the freeze product on the patient's left shoulder, the provider stated that the spray applicator malfunctioned which resulted in liquid nitrogen being sprayed onto healthy skin.

Manufacturer narrative:
MDR report # mw5110522 sent to FDA by risk manager on 06/23/2022 to cryoconcepts. No additional information was provided by the reporter. Reporter could not provide the item number or the lot number of the histofreezer product. The reporter was contacted to verify that it was liquid nitrogen that sprayed onto an area surrounding healthy skin as the histofreezer product does not contain liquid nitrogen. Cryoconcepts reached out to the reported for additional information. 07/20/22: cryoconcepts stated that the reported stated that the product is histofreezer, they identified it with the provider as well as the staff person that ordered the device. No lot number or product number was provided. The reported also did not state the reasoning behind reporting this 2 years after the incident. At this time, no further information is expected by this consumer in order to continue an investigation. This complaint file will be closed internally.